Manufacturer narrative:
This report is submitted on december 3, 2021.

Event description:
Per the clinic, the device was explanted (date unknown) secondary to an infection (treatment unknown) at the implant site. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on february 8, 2022.